Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) called the customer to schedule a repair and was informed that the customer had already tested the iabp unit and did not find any leaks, and put the iabp back in clinical service. The customer cancelled the request for getinge to service the iabp unit.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a helium leak. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.